Event description:
Bovie pad placed on left lateral thigh for operation. After procedure and pad was removed, perimeter of adhesive on the lower posterior edge was red and ecchymotic with a linear shape noted. No break down of skin, but discoloration was noted. Approximately 6 inches in length. Md made aware and no treatment needed per md.